Event description:
In an article titled "frontal suspension for congenital ptosis using an expanded polytetrafluoroethylene (gore-tex) sheet: one year follow-up" it states a (B)(6) man underwent a frontalis suspension procedure to treat eyelid ptosis. A gore-tex mvp sheet was used in the procedure. Two months after the procedure the sheet was visible in the wound and a skin infection had occurred. The infection was treated with iodine and antibiotic ointment for two months but the eyelid skin did not cover the exposure area. Finally the 5mm edge of the sheet over the tarsus was removed. Following the procedure the pt experienced slightly difficult eyelid closure.

Manufacturer narrative:
Literature citation: frontal suspension for congenital ptosis using an expanded polytetrafluoroethylene (gore-tex) sheet: one-year follow-up; clinical ophthalmology 2013:7; 131-136. A review of the mfg records for the devices could not be conducted because the lot numbers remain unk.